Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor, for more than 2 hours. Therefore, scan readings were unable to be obtained during the time. The customer developed symptoms of stomach ache and blurred vision, and required treatment of gluco-cup and biscuit (cookie) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to (B)(6) based on the returned product. Section d4 (expiration date) and h4 (device mfg date) were updated based on the returned product download. B3 - date of event has also been updated based on additional information received. Sensor 3mh009899x8 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor, for more than 2 hours. Therefore, scan readings were unable to be obtained during the time. The customer developed symptoms of stomach ache and blurred vision, and required treatment of gluco-cup and biscuit (cookie) by a third-party. There was no report of death or permanent injury associated with this event.